Event description:
It was reported by the aci clinical specialist that (B)(6) female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the left common femoral artery via a 6f sheath (model unknown). A buddy wire (guide wire) was utilized. Peri-procedure, the patient was anti-coagulated with 8,000 units of heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped per the IFU. It was reported that as the physician pulled back towards the first stop, the balloon ruptured. The device was removed and a device from another manufacturer was deployed. According to the staff, a hematoma (size unknown) occurred immediately following the deployment of the other manufacturer's device. Manual pressure was applied to the access site for more than 40 minutes. A pressure dressing was applied to the access site however, the hematoma continued to grow in size. Once the patient was moved to the neuro intensive care unit (nicu), a sand bag was applied to the patient's access site (duration unknown). A CT scan of the patient's abdomen and pelvis was performed, which confirmed a pseudoaneurysm. The patient was given a thrombin injection to thrombose the pseudoaneurysm. The pseudoaneurysm was not resolved therefore; the patient was taken to surgery for a pseudoaneurysm repair, where a 5-0 horizontal mattress suture was utilized to obtain hemostasis. The patient was hospitalized and discharged on (B)(6) 2013. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1229101) indicated that the device lot met all established performance criteria prior to shipment.